Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that an alarm was heard regarding a low battery. The alarm was not confirmed by telemetry. The physician noted they were unsure who interrogated the pump. Additional info received on (B)(6) 2011, indicated the patient had increased pain. The pump was replaced due to a low battery, and the need for replacement. The patient had recovered without sequelae. The drug administered via the pump was fentanyl.